Event description:
The complaint was listed as failure to deploy the filterwire ez protection wire from the ez delivery sheath. No further info was supplied. An event date was not reported by the complainant. Returned product analysis on approximately 2006 showed extensive damage to the delivery sheath (not expected for a reported failure to deploy a filterwire complaint). The distal tubing section (approx 3 cm) necked down onto the filterwire protection wiere approx 30 cm from the filter loop assembly and the remaining portion of the delivery sheath had been removed from the filterwire and exhibited an extremely elongated distal tubing section suggesting failure due to tensile force consistent with the observed necked down tubing section. It was not possible to determine if any sheath material at the failure point was missing. It was not possible to determine if the delivery sheath had been removed from the filterwire after removal from the pt. The filterwire filter loop assembly was fully deployed since the delivery sheath had been removed.

Manufacturer narrative:
The returned device examination concluded that failure of the ez delivery sheath arose from tensile failure of the distal tubing. This failure mode did not match the MFR's expectations of the failure mode reported in the complaint. The MFR's aware date for this malfunction was reset to 08/16/06. One possible explanation of what may have occurred is that the failure could have resulted from a problem in prepping the device. During device preparation, the exposed filterwire filter loop assembly is submerged in saline and retracted into the delivery sheath. During this operation, the distal tip of the delivery sheath is held straight and the filterwire protection wire is retracted into the sheath thereby closing and concealing the filter loop assembly. If, while holding the delivery sheath tip, the shaft of the sheath or proximal sheath core wire is pulled instead of the filterwire protection wire, a weakening and slight necking of the distal sheath tip tubing can occur. It may still be possible to retract the filterwire into the slightly damaged delivery sheath by subsequently pulling on the protection wire to properly sheath the filter loop assembly. But if the distal tip of the delivery sheath has already suffered some damage during the preparation procedures, the potential for deployment difficulty once in the vessel is increased. A failure mode of extreme elongation of the delivery sheath distal tip tubing would be observed by the physician once they remove the delivery sheath from the guiding catheter.